Event description:
In 2009, the pt/layperson complained that his blood glucose results yesterday were erratic, providing examples of 535, 350, and 277 mg/dl within 20 minutes. After the issue, the pt reportedly had "cold sweats." This senior medical surveillance specialist spoke with the pt three days later, obtaining add'l info and clarification. The pt indicated he was concerned that the results were elevated. Yesterday, his morning and lunch results were "not too high" although he could not recall exact numbers. He injected his usual 30 units of lantus, and novolog before the two meals. After dinner, between 4 and 5:00 pm, the pt developed "cold sweats", a symptom he has when blood glucose is low. He had not yet injected the evening novolog or lantus. Due to the symptoms, the pt tested immediately on his onetouch ultra2, obtaining the aforementioned 535, 277, and 350 mg/dl. Due to the elevated blood glucose, the pt elected to inject his 30 units novolog and lantus. Between 10 and 11 pm the pt drank orange juice for the symptoms and drank water due to the elevated results. The pt then began testing frequently throughout the evening and night until 2:00 a.m when "it leveled off" at 130 mg/dl. The pt believes his symptoms subsided around 2 a.m. Until 2:00 a.m, the pt had tested approx 12 plus times with results ranging from 120 to 217. Since the event, the pt's physician changed his regime to 20 units lantus morning and night; 10 units novolog breakfast, lunch, and dinner. The complaint is reported because, the pt alleged that the "cold sweats" (a symptom that can be associated with hypoglycemia and that developed before the alleged issue) continued for several hours after the issue began. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.